Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module and sensor board were observed. The device's active exhalation control module and sensor board were replaced to address the issues. During evaluation, the technician noted evidence of contamination to the overhead blower filter. The filter was cleaned to address the issue.